Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the housing was broken and torn off. It was further determined that the led lights and housing neck were broken and the device was damaged from a fall. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device was damaged by dropping. It was further determined that the led lights and housing neck were broken and there was ¿full damage.¿ it was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.